Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported while priming rotoflow custom pack beq-top 33700 a small leak from the pressure line was noticed. The better bladder was cut out and replaced with a better bladder from their own inventory and the circuit was used without issue. Product discarded. There was no patient involvement.